Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. Patient 1 test 1: on (B)(6) 2022 , a sample was collected from the patient. On (B)(6) 2022 , the sample was processed per pi on xpert xpress sars-cov-2. The result was sars-cov-2 presumptive positve. This result was not reported to a physician. Patient 1 retest 1: on (B)(6) 2022 , the first sample that was being stored at room temp, was retested per pi on xpert xpress sars-cov-2. The result was sars-cov-2 negative. This result was reported to a physician. Patient 1 sample 2: on (B)(6) 2022 , patient sample was recollected. On (B)(6) 2022 , the sample was processed per pi on xpert xpress sars-cov-2. The result was sars-cov-2 presumptive positve. This result was not reported to a physician. Patient 1 sample 2 retest 1: on (B)(6) 2022 , the second sample collected that was being stored at room temp, was retested per pi on xpert xpress sars-cov-2. The result was sars-cov-2 presumptive positve. This result was not reported to a physician. There is no information about the outcome of treatment of the patient available. No reported death, injury or deterioration in health related to the discrepancy. Unknown if the patient is symptomatic or not. Customer does not wish to be followed up with and declined to provide further information. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress sars-cov-2 eua IFU; "positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. Patient 1 test 1: on (B)(6) 2022 , a sample was collected from the patient. On (B)(6) 2022 , the sample was processed per pi on xpert xpress sars-cov-2. The result was sars-cov-2 presumptive positve. This result was not reported to a physician. Patient 1 retest 1: on (B)(6) 2022 , the first sample that was being stored at room temp, was retested per pi on xpert xpress sars-cov-2. The result was sars-cov-2 negative. This result was reported to a physician. Patient 1 sample 2: on (B)(6) 2022 , patient sample was recollected. On (B)(6) 2022 , the sample was processed per pi on xpert xpress sars-cov-2. The result was sars-cov-2 presumptive positve. This result was not reported to a physician. Patient 1 sample 2 retest 1: on (B)(6) 2022 , the second sample collected that was being stored at room temp, was retested per pi on xpert xpress sars-cov-2. The result was sars-cov-2 presumptive positve. This result was not reported to a physician. There is no information about the outcome of treatment of the patient available. No reported death, injury or deterioration in health related to the discrepancy. Unknown if the patient is symptomatic or not. Customer does not wish to be followed up with and declined to provide further information.